Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had intermittent atrial undersensing found on a electrocardiogram (ECG). The lead is still in use. No patient complications have been reported as a result of this event.